Manufacturer narrative:
The returned device was evaluated. During evaluation after approximately 2 hours the low battery alarm enunciated and the unit powered off. The battery charge holding capacity did not meet specifications.

Event description:
It was reported that the units will not stay on when unplugged or units will turn off in a few minutes of unplugging them. No known impact or consequence to patient.